Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient was hospitalized for high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was 560mg/dl at the time of the incident. The patient¿s current glucose was 147mg/dl. The customer reported that he received low reservoir, and completed set change. The customer did not receive no delivery alarm. The customer had nausea related to their high blood glucose. The customer has manual injections as a back-up plan available. The customer treated for high blood glucose with the pump. The customer reported that they have contacted their health care professional regarding the high blood glucose. The customer went to the emergency room and then admitted into hospital at around 1:30pm - 2:00pm on (B)(6) 2017 as a result of high blood glucose, diabetic ketoacidosis and irrelevant slight pain in chest in between. The customer reported that the drive support cap appears normal. The customer does not have a tubing clamp available to perform the high pressure test. The customer will call back to perform high pressure test after receiving the tubing clamp. The insulin pump will not be returned for analysis.